Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery and motor error in the past. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the no delivery alarm was resolved by a reservoir change. Customer also reported to have experienced a high blood glucose of 250 mg/dl and a low blood glucose of 61 mg/dl. Customer declined high and low blood glucose troubleshooting. Customer also reported sensor issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.